Manufacturer narrative:
(B)(4). The subject guide wire was returned for evaluation. The coil wire of the returned guide wire was fractured at the middle solder designed to be at 15 mm from the wire tip. At approximately 6 mm distal to the middle solder, the exposed core wire was found fractured. The core wire was bent at approximately 2 mm and 20 mm from the core fracture end. Observation by scanning electron microscope (sem) found a trace of fracture by accumulated bending stress and torsion. Measurement of the returned guide wire indicated that approximately 15 mm of coils including the tip solder (ball tip) and approximately 9 mm of the core wire was missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and the above investigation outcome, it was concluded that torsion exceeding the product's design limit was inadvertently applied on the guide wire while its tip was being trapped by the lesion. The core wire was assumed to be wrenched off by the accumulated torsion. The coil wire was assumed to be elongated, twisted as coils got straightened, and eventually fractured at the middle solder where the coils were fixed to the core wire due to tensile stress applied upon wire removal. There was no indication of product deficiency. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] when torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720?) In the same direction; and, [malfunction and adverse effects] damage (kink, bend, break apart).

Event description:
It was reported that the tip of an asahi guide wire became trapped and fractured during a ppi to treat a heavily calcified cto in the sfa. The procedure was resumed after the guide wire was fractured. After the blood flow was successfully reestablished by poba, a snare was advanced to retrieve the wire fragment; however, it went unsuccessful. The physician determined to leave the wire fragment in situ. The patient was reportedly fine without problem after the ppi.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.